Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a hip arthroscopy, the tip of the arthroscope broke intra-operatively, it was not possible to retrieve the broken piece. Surgery was completed with a back-up device, however, it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found a third-party repair severe tip damage, missing keel, unknown negative used, unknown needle weld, cover glass sleeve weld removed and replaced with unknown adhesive, unknown adhesive used to glue eyepiece, particulates/moisture at proximal end, and a cracked sidearm cone. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that there were no clinical factors found which would have contributed to the reported breakage. The arthroscope is a device made of stainless steel that is neither manufactured nor intended for implantation and should have limited tissue/bone contact as long-term implantation data is not available. Although no further complications have been reported, the potential for micromotion/migration, tissue inflammation and/or pain cannot be ruled out. The root cause was associated with failure to follow instructions. Factors that could have contributed to the reported event include an impact event inconsistent with normal use or repairs by a third party. No containment or corrective actions are recommended at this time.